Event description:
Procedure type: laparoscopic choledocholithotomy. According to the reporter. Before surgery, a transparent plastic part on the distal end was found broken.

Manufacturer narrative:
(B)(4).